Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, tandem's investigation results were received. During the event date, the patient constantly received multiple alerts including high, low, and out of range. Each was set to a specific thresholds as high alert was set to 200 mg/dl, low alert was set to 80 mg/dl, and out of range alert was set 20 minutes in state. On the allegation date, the patient received a low alert was acknowledged by the patient, basal insulin deliveries were supplied after the alert. No conclusion cannot be made with tandem data and root cause cannot be determined because the product worked as intended.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at a restaurant for dinner with a friend and suddenly felt sick, unsteady, dizzy, and weak. She left and her symptoms worsened on the way home so her friend took her to the emergency room (ER). She ¿felt lucid but miserable.¿ she used a tandem insulin pump with control iq, and both the insulin pump and her phone as display devices. At the time she did not attribute any of her symptoms to a cgm or insulin pump issue, and had not received any low alerts or alarms. The cgm low alert was set at 70 mg/dl. At the ER the first bg finger stick was 17 mg/dl; a second was 13 mg/dl, and she was given a glucagon injection and unspecified IV fluids. The insulin pump was stopped. A subsequent serum bg was 38 mg/dl. She had not checked her cgm values until after the bg level increased. Subsequent bg finger stick comparisons showed that the sensor was inaccurate by more than 140 points, and was higher than her bg finger stick value. She remained in the ER overnight for monitoring. At discharge she was in stable condition and after returning home she replaced the sensor. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.